Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient present to the ER after receiving a notification. Atrial and ventricular noise, non-sustained rv oversensing and inappropriate ams were observed. Review of the episodes suggested emi. Non-sustained rv oversensing showed loss of capture due to atrial reversion falling into refractory during sensor indicated rate. Programming changes were made.

Manufacturer narrative:
The reported field event of noise and inappropriate mode switch was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.